Event description:
Edwards received notification from the united kingdom. As reported through a clinical trial, a patient underwent implant of a 26mm sapien 3 ultra valve in the aortic position. 89 days post tavr, the patient was admitted with shortness of breath, lethargy, palpitation and minimal cough. The patient was diagnosed with heart failure with fluid overload. Patient was hospitalized and treated with IV diuretics, and the event was resolved. This event was related to the history of mitral and tricuspid regurgitation. On pod89, the discharge summary stated nstemi. The physician asked to review a raised troponin of 161. This raised to 286. ECG showed incomplete left bundle branch block/paced. Echo done 91 days post tavr then showed moderate transvalvular aortic regurgitation, mean gradient of 12 mmhg, and ava not measured. No later echo data was available. There was no report of intervention. It was noted that the heart failure was due to the myocardial infarction.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6. Corrected h6: health effect - clinical code. The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of central regurgitation was unable to be confirmed due to unavailability of medical record and/or applicable imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU revealed no deficiencies. Per the instructions for use (IFU), transvalvular leak (central), is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Additionally deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. As reported, ''echo 91 days post tavr then showed moderate transvalvular aortic regurgitation''. Due to limited information, a definitive root cause was unable to be determined at this time . No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from the united kingdom. As reported through a clinical trial, a patient had a 26mm sapien 3 ultra valve implanted in aortic position. 81 days post tavr, the patient was admitted with shortness of breath, lethargy, palpitation and minimal cough. The patient was diagnosed with heart failure with fluid overload. Echo 91 days post tavr then showed moderate transvalvular aortic regurgitation, mean gradient of 12 mmhg, and ava not measured. There was no report of intervention.